Event description:
Hcp reported pt had severe intrathecal baclofen withdrawal with rigidity and recent itching as of two days before event date. Temperature and mental status was normal. Cpk was not checked. X-ray ok. Hcp had given pt 80 mg/day oral baclofen, valium 5 mg IV q2h, and oral tizanidine. Last pump refill was three days before event date with lioresal 2000 mcg/ml at 480 mcg/day. The hcp increased IV denzodiazapine rate. Expected and actual reservoir volumes were within normal limits. A 100 mcg bolus and simple infusion at 440 mcg/day was programmed and administered. The pt was intubated and vitals were good. The pt was taken to surgery where their pump and catheter were replaced. They were extubated the following morning.